Manufacturer narrative:
Vyaire file identification: pc-(B)(4) a third party service technician evaluated the ventilator and was able to verify the customer's reported problem. To resolve the reported issue, the flow valve of the unit was replaced. Vyaire medical will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available

Event description:
The customer reported to vyaire medical that the lap top ventilator 2150 delivered high limit of the tidal volume. At this time, patient involvement is unknown with the reported event.